Event description:
The customer reported blood leaking all over the coulter lh 750 hematology analyzer while running patient samples. The volume was not reported and the leak was contained. No erroneous results were associated with this event. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The field service engineer (fse) found collapsed tubing at valve 57a (vl57- a) causing the waste not draining to the waste chamber and causing overflow of waste at the needle cartridge. The fse replaced vl57 a to resolve the leak. The fse also found micro bubbles during verification testing in the rbc diluent dispenser so the fse replaced the rbc diluent dispenser to resolve the micro bubbles seen. (B)(4).